Manufacturer narrative:
The manufacturer previously reported in reference to a customer requesting information on shipping back a device due to a patient passing. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The device was returned to the philips investigation lab for further evaluation. It was noted that the device powered on and when therapy was initiated, airflow was verified. Other findings noted were 4 error codes, dust like contaminant, loose filter in the air inlet of the blower box, and black contamination, consistent with keratin, at the air outlet of the blower box. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The manufacturer was unable to confirm the complaint of the patient passed away.

Event description:
The manufacturer was contacted in reference to a customer requesting information on shipping back a device due to a patient passing. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The device has not been returned to the manufacturer for investigation. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.